Manufacturer narrative:
It was reported that the lead shield from a spring arm fell. A company representative provided additional details indicating that the collar that keeps the half-moon safety segment secured was rotated due to a missing screw and the safety segment had come out. With these components missing, the shield fell and the spring arm moved upwards towards the ceiling (due to the absence of weight from the shield). The cause of the missing security screw is unknown. The facility repaired the spring arm and placed it back into service. There was no patient involvement, no injury or adverse consequence reported.

Event description:
It was reported that the lead shield fell from the non articulating boom.